Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one grip close cable to be broken at the scissor grip. The grip hub has a peak across the cable groove causing the cable to wear against the peak which likely contributed to the breakage. Engineering also found the distal end of the main tube has two sections on the same side of the tube with deep scratches. The scratches are not aligned with the tube axis and were likely caused by an instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the monopolar curved scissors instrument is defective. No add'l info provided. No pt harm, adverse outcome or injury was reported.